Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when aiming, the k-wire sometimes touches the nail; when drilling, metal contact can be felt. The procedure was completed with the use of a second device"